Event description:
The alarm of puritan bennett" 980 ventilator sounded when the main display was off. Patient was connected to a back-up ventilator on a back-up screen. The alarm stated display monitor malfunctioning on the default screen. Replace ventilator.